Event description:
The customer reports during a surgical procedure where an evis exera iii duodenovideoscope (with single use distal cover) was inserted into the patient's abdomen via laparoscopic trocar and the distal cover fell off of the distal end when the surgeon pulled the scope out. The distal cover was removed with an unspecified surgical instrument. There were no further consequences to the patient reported. Additional information was requested from the customer regarding the reported event, no additional information was provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.